Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. Visual, dimensional, material and functional analysis could not be performed as the devices were not returned. According to the rep, the patient had very hard, dense bone. Inserting the screws in harder than normal bone can compound torsional forces at the shaft, resulting in a failure of this nature. Devices were discarded by hospital.

Event description:
This report summarizes two malfunction events where the screw heads of two yukon oct spinal system polyaxial screws "sheared off" at t1 and t2 intra-operatively. All debris was removed, the screws were replaced, and surgery was successfully completed with a 20-30 minute delay. No adverse consequences or medical intervention were reported.